Event description:
About 1 year and 2 months after primary the surgeon revised the patient knee for tibial loosening and the presence of metal wear. The loosening and metalic wear were caused by the contact between a plate of competitor, used for a patient osteotomy performed during primary, and the tibial tray. The surgery was completed successfully. New tibial components implanted.

Manufacturer narrative:
Batch review performed on 10 september 2019: lot 179508: (B)(4) items manufactured and released on 30-apr-2018. Expiration date: 2023-04-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Preliminary investigation performed by r&d project manager on 27 september 2019 revision surgery after 1 year from primary surgery due to tibia loosening. During revision surgery the tibia plateau was found loosened with effect of metallosis. In the event description it is reported that the patient had a previous high tibial osteotomy; during primary surgery the tibial baseplate was fixed in conflict or, in such a way became in conflict after the primary surgery, with the 'hold' (devices not clearly identified) of the osteotomy and began to push on the tray causing loosening and metallosis. Looking at the picture sent, the tibial tray presents some dents on the medial wing of the keel most likely caused by the 'hold' that hit the baseplate. Black substance, effect of the metal debris, can be seen on both the tibial tray and the insert. From preliminary investigation we can exclude that the event is related to a faulty device. Clinical evaluation performed by medical affairs director on 30 september 2019 after revision surgery, additional information has been made available. The keel of the tibial component came in contact medially with a hard undefined object embedded in the bone, residual from the previous hto surgery. This may have prevented the tibial component from finding a fully stable seat and it has most probably generated some debris, whose contribution to the mobilization is unknown. It is however conceivable that the residuals from hto surgery played a significant role in the genesis of this adverse event. The hypothesis of an insert subluxation related to the deep flexion has been proved not realistic by further experience. No reason to suspect a faulty device. Visual inspection performed by r&d project manager. Conclusion reported in the preliminary investigation and in the final report are confirmed by the visual inspection of the devices.

Manufacturer narrative:
Clinical investigation performed by medacta medical affairs director: tibial loosening one year after primary cemented tka in a patient who reportedly started doing sports at 2 months. The report also mentions metallosis but this is unexplained by the information received. If hyperflexion occurred, the insert could have been mobilized, but all this will probably be more evident after revision surgery. To date, no final explanation can be given.

Event description:
The surgeon planned a revision surgery in (B)(6) for a patient complaining pain during knee extension (standing up). An arthroscopic exam performed on the (B)(6) 2019 showed a black substance in the knee (metallose). The origin of metallose is unknown at the moment and the surgeon suspects of tibial plateau loosening. More info will be available after the revision surgery.